Event description:
L5-s1 cage migrated and required reoperation to remove and replace cage.

Manufacturer narrative:
Patient had leg pain. Implant removed on (B)(6) 2022. The tigershark threaded tl implant is designed with a porous structure on the superior and inferior faces. This porous structure creates a roughened surface through the additive manufacturing process. When the correct size implant is used, the roughened surfaces of the implant will interact frictionally with the vertebral bodies preventing migration. In this instance it seems that surgeon used a smaller implant than what was most likely needed for the disc space.